Event description:
It was reported that the patient presented with unstable angina. The procedure was to treat a lesion located in the left anterior descending artery (lad) with mild tortuosity, mild calcification, and 90% stenosis. The lesion was predilated with a minitrek (2.0x12) at 16 atmospheres (atm) with residual stenosis less than 40%. An implant (2.5x28) was deployed at 12 atms. Post-dilatation was performed with a voyager nc (2.5x8). The implant was confirmed to be fully apposed to the vessel wall via intra-vascular ultra sound (ivus) images. The patient complained of chest pain and acute st elevation was noted on the electrocardiogram. A new thrombus was found at the distal end of the implant on angiogram. The thrombus couldn't be aspirated. Intracoronary tirofiban was given and a xience v (2.5x12) was advanced to treat the thrombus. Heparin was used during the procedure. Post procedure the patient was placed on dual anti-platelet therapy. Cine analysis identified a mild dissection after pre-dilatation with the mini trek balloon, which per the site was treated with the deployment of the implant. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. A cine review was performed by abbott vascular physician /clinical specialist. The first procedure shows a mid-to-distal left anterior descending (lad) lesion that is at least moderately calcified and 80 percent stenosis with reference vessel 2.75-3.0mm. The proximal lad is not stenosed, but is heavily calcified (severe, dense calcium). The left circumflex and right coronary artery are without significant disease. Pre-dilatation is performed on the mid-to-distal lad lesion with dissection (mild) and hazy result, followed by placement of the implant (by report 2.5 x 28mm). Multiple post-dilatations are performed due to residual stenosis within the implant and at the end of the initial procedure the final result is not optimal (shaggy irregular lumen and residual stenosis of 25-30 percent). No device deficiencies noted. The reported patient effect of dissection is listed in the mini trek instructions for use (IFU) as a known patient effect. Although a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling and the treatment appears to be related to the operational context of the procedure.